Event description:
It was reported that the post implant the patient experienced decreased respiration and coded. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.